Event description:
An initial report of hospitalization was received by united therapeutics drug safety on 24-feb-2025 and forwarded to millyard advanced medical products, llc on 25-feb-2025. The doctor reported that the patient presented to the ER having been off remodulin since the prior evening. The patient was unable to twist her new cassette during a cassette change. The doctor stated that the plan was to admit the patient, restart remodulin treatment, and titrate up to their previous dose. It was not reported if troubleshooting was attempted. The availability of backup supplies was not reported. No adverse side effects were reported. No components or further information associated with the reported event have been made available to the manufacturer for further evaluation. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.